Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced cannula issues on (B)(6) 2026. The infusion set cannula was bent. No further information is available.